Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet was dropped and broke into two pieces with visible internal components and screen bezel separation, rendering the device unusable; the patient transitioned to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient¿s mother and analysis of user-provided information. Investigation of this case revealed a stress-related problem consistent with a component failure affecting the display and associated bonding, aligning with a loss or failure to bond. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.